Manufacturer narrative:
Pc-(B)(4). Batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information received: "during connection of anvil to spike, surgeon used extra-corporeal technique and had direct visualization."

Event description:
It was reported that during unknown procedure, the anvil disconnects from spike while closing the stapler. We experienced both the audible click and the visual cue of the anvil of the anvil being fully mated with the spike. And then noticed them disconnect upon closing. They noticed it early on, so they were able to reopen and redeploy to the spike to reconnect and fire successfully. No patient harm. There were no patient consequences.